Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
User facility reported the device was placed in use with pt (B)(6) 2014, the hard plastic lock became detached from the soft foam fixation device, allowing the endotracheal tube to move up and down the pt's airway. The registrar held the endotracheal tube in place while the damaged lock/fixation device was replaced. The pt was desaturating during replacement of the lock/fixation device, but recovered once the lock/fixation device was replaced and the endotracheal tube was locked back in place. No permanent adverse effects to pt reported.